Event description:
Reportedly, fms and vf episodes were recorded on the same day around same time. Oversensing was observed in these episodes, whereas no artifacts were visible on both egms. The subject ICD charged but no inappropriate therapy was delivered. Preliminary analysis confirmed the reported event. The observed ventricular oversensing most probably resulted from 50hz electromagnetic interferences.

Event description:
Reportedly, fms and vf episodes were recorded on the same day around same time. Oversensing was observed in these episodes, whereas no artifacts were visible on both egms. The subject ICD charged but no inappropriate therapy was delivered. Preliminary analysis confirmed the reported event. The observed ventricular oversensing most probably resulted from 50hz electromagnetic interferences.